Event description:
It was reported that a aiqca blood pressure reading was different compared to a spacelabs nibp arm cuff throughout a procedure. Staff moved cuff to different fingers and switched cuff on the same side of the brachial cuff but continued to have issues. Cuff was connected to a hemosphere. No patient information provided other than patient has afib. There were no patient injuries.

Manufacturer narrative:
The device was discarded after the case. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. However, an investigation was initiated to assess for any manufacturing related processes which could be correlated to the lot number. A supplemental report will be forthcoming when the investigation is complete. Per the instructions for use it states, do not apply finger cuff or cuffs on a hand or a finger when a second blood pressure measurement device is actively monitoring on the same arm or hand or finger complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
A device history record review was completed and documented that device met all specifications upon distribution. A clinical evaluation was also completed on a photo taken during the event. One monitor photo was reviewed. Presence of hemodynamic values and two different blood pressure 159/101 (116) and 113/73 (91) were confirmed. But, without full clinical picture and clinical context, unable to determine which value is true. The adult cuff (aiqca) has been tested and shown to be accurate on fingers with circumferences ranging from 43 to 71 mm. It also has been tested and shown to be accurate when compared to blood pressure measurements from an arterial line. However, an in depth investigation to confirm device functionality or potential manufacturing issue could not be performed since the device was not returned. An image was provided for evaluation but the reported event was not able to be confirmed. Reviews of the DHR, lot history and manufacturing mitigations revealed no indication of a manufacturing non-conformance contributed to the reported complaint. As such, based on available information, a definite root cause is unable to be determined at this time. A product risk assessment was initiated to address the increase of occurrence. Current risk mitigation(s)/control measure(s) include 100% visual inspection, 100% electrical test and qa sampling inspection.